Event description:
Ous MDR - patient received an external shock and the physician would like confirmation that the pacemaker is undamaged. An event date was not provided. Biotronik has no information in regards to a revision.

Manufacturer narrative:
On 2/23/2018 - additional information was received on the associated lead. The patient expired on (B)(6) 2017 due to an infection. Based on the available information, the death of the patient is not related to the incident. The device and co-implanted lead are currently not available for analysis. Conclusions regarding the clinical observation cannot be drawn for the time being. There are currently no supplementary data. The case is therefore closed. If additional information should arrive at a later point of time, the case will be reopened, and the investigation will continue.